Manufacturer narrative:
The reset observed in the field was confirmed via reviewing of the device image. Firmware was successfully downloaded and the device interrogated normally with the programmer. It was tested on the bench; testing revealed normal device characteristics. The cause of the reset was undetermined.

Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During an in-clinic follow up, it was reported that the device was found in back-up mode following an MRI scan. Technical support was contacted and confirmed that the device was in back-up mode due to event queue overflow. The device was not reprogrammed as it had reached its elective replacement indicator. The device was explanted and replaced to resolve the event and the patient was in stable condition. There were no adverse consequences.